Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing sensor glucose versus blood glucose and alarmed threshold suspend. The customer's blood glucose was unknown. The insulin pump alarmed threshold suspend, blood glucose was 124mg/dl and sensor glucose was 67mg/dl. The customer was advised to monitor issue.